Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patients ipg became inoperable following an unrelated procedure where the devices was not placed into 'surgery mode'. The next course of action is undetermined at this time.